Manufacturer narrative:
Defect in device packaging lead to loss of sterility. CAPA: 2024-0039 has been opened to address this issue.

Event description:
During surgery, 2 of 48x19 offset head was opened and it was seen that the side wall of the plastic tray was damaged, breaking the primary sterile barrier. The white outer box was undamaged and did not show any signs of the contained defect. Approximately 10 minutes of surgical delay noted. CAPA: 2024-0039 has been opened to address this issue.